Event description:
A 95 modular plate, spiral blade and coupling screw were implanted to treat an intra-articular right distal femur fracture. Patient began rehabilitation and ambulation 6-8 weeks post-op. Patient complained of pain and a follow up x-ray showed a non-union. The spiral blade cut through the distal femoral condyle and advanced into the joint. The distal femoral fragment was pushed up causing the construct to migrate downwards. The patient has been scheduled for a total knee arthroplasty. The patient reportedly has poor bone quality.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.